Manufacturer narrative:
H6 patient codes: corrected to vasoconstriction h6 impact codes: corrected to no health consequences or impact

Event description:
It was reported that arterial flow to slow occurred. The stenosed target lesion was located in the calcified superficial femoral artery. A 5.0 x 200mm, 150cm ranger drug eluting peripheral ballon was selected for use. During the procedure, after treating a vessel, dye injection is performed to assess blood flow speed. At times, post-treatment blood flow appears slower. This slow flow is typically observed throughout the vessel proximal to, within, and distal to the lesion. The phenomenon was noticed following the removal of the balloon. The procedure was completed with the original device. There were no further patient complications reported. It was further reported that there are generally comorbidities present and the usual medications given are heparin, versed and fentanyl.

Event description:
It was reported that arterial flow to slow occurred. The stenosed target lesion was located in the calcified superficial femoral artery. A 5.0 x 200mm, 150cm ranger drug eluting peripheral balloon was selected for use. During the procedure, after treating a vessel, dye injection is performed to assess blood flow speed. At times, post-treatment blood flow appears slower. This slow flow is typically observed throughout the vessel proximal to, within, and distal to the lesion. The phenomenon was noticed following the removal of the balloon. The procedure was completed with the original device. There were no further patient complications reported.